Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient experienced dizziness, blackouts, and was unable to breathe. It was confirmed that the patient did not lose consciousness. The cgm was reading 106 mg/dl, and the blood glucose reading was 28 mg/dl. The patient was treated by the husband with juice. No further treatment was reported to be needed and the patient recovered after treatment. At the time of the report the patient was stable. No other details were documented. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.